Event description:
It was reported that during a laparoscopic esophagectomy procedure, the jaws did not open after the device was fired on the blood vessel though the indicator showed there was one clip inside the device. Both sides of the jaws were cut with a harmonic device and the device was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No incident related to the reported event was observed during the batch record review.